Event description:
It was reported that the patient developed pocket infection. System consisting of pulse generator, right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted on (B)(6) 2018. Also, there was erosion. Additional information was not reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the source of the infection was unknown. Patient was stable post procedure